Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete side cut and an incomplete flap bed in a patient's right eye. The surgeon was unable to lift the flap. A bandage contact lens was placed on the eye since treatment was unable to be completed.

Manufacturer narrative:
Additional information was requested. However, that information was not able to be obtained. Based on quality assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).